Event description:
The caller stated that her father was hospitalized due to low blood glucose levels of 24 mg/dl. The patient was experiencing seizures, twitching, had eyes wide open, and was sweating and drooling. He was treated by emergency medical staff who administered a shot which brought his blood glucose levels up to 191 mg/dl. While in the hospital, the patient's blood glucose levels went down to 38 mg/dl, then he was stabilized and released. The following day, the caller's father experienced another low blood glucose level of 46 mg/dl but was not hospitalized because they were able to treat this at home, and brought blood glucose levels back up within three and a half hours. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.